Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of the sensor, the patient noticed the sensor wire was detached and laying on top of his abdomen. The sensor insertion was attempted at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.